Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the specialist inserted the device; however, when attempting to release the stent, it was not possible to deploy. Another flexima biliary preloaded stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached/separated. Block h11: investigation results: based on the available information, boston scientific corporation confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and observed damage were most likely the result of excessive force applied while pulling the device. The tortuosity encountered during the procedure may have positioned the device in a way that made it difficult to withdraw the guide catheter, leading to damage from the applied force and creating difficulties in deploying the stent. It was also discovered that the stent was deformed, most likely due to manipulation of the device or the previously mentioned damage, which may have affected the stent shape. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: only the flexima biliary stent and part of the guide catheter were returned for analysis. The rest of the device was not. The guide catheter was observed to be stretched, kinked, and broken. The stent was also found to be deformed. Risk review: a risk review was completed and confirmed that the event of "catheter guide detached/separated" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.